Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the handle was difficult to squeeze and broke when pressed. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one multifire endo gia*30-2.5(v) 12mm stapler. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied. Nicks were observed on the knife blade. The sulu was reloaded in to the instrument, and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage, and the staple line was properly formed. In addition, the sulu loaded and unloaded repeatedly without difficulty. Visual testing of the returned product confirmed the product, as received, did not meet specifications. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The product analysis concluded there were no device defects that would have caused or contributed to the reported incident. The investigation found the most likely root cause to be from misuse of the device. If information is provided in the future, a supplemental report will be issued.